Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was in the operating room, sedated on the or table, for a booked laparoscopic procedure. During the mid-case, 1688 camera 1688 went dark, and the camera tower displayed a code-05 error. Staff attempted to unplug and replug the camera, after which it powered on but remained in white balance mode with no buttons functioning. The camera was replaced with a new unit, and no further issues were noted.